Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information gathered it appears most likely that the leg clip of the sling detached from the spreader bar of the maxi sky 600 ceiling lift during transfer process from the wheelchair to the bed. When reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi sky 600 ceiling lift and the sling device were inspected and no malfunctions were found that could have caused or contributed to the event. Therefore, the sling and the lift which work together as a system were found to have been to specification when the event took a place. It can be established that the system was being used for patient care when the event took place and in that way contributed to the outcome of the event. A sling clip, once correctly attached and monitored to stay in place as the weight of the person in the sling is gradually taken up, as indicated to be required in the labelling, is locked in position with the weight of the patient. It is not likely to come off during on label use. Based on product knowledge and previously made simulations this then leaves open a two possible sequences of event: based on received information it is clear that the person was lifted from seated position. From simulations, we know that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate. If the labelling is followed there can be no issue. However, it is possible for the caregivers to not have followed the labelling and not checked the clips are correctly attached and remain in tension as the weight of the resident is gradually taken up. The user is obliged to monitor the clips becoming under tension when the weight of the patient is gradually being loaded on. When a transfer occurs from the wheelchair to the bed, this means at some point there must be a repositioning from seated to horizontal position, to place the person in the bed correctly. Also this means that the resident must be turned in the correct direction. When the clip was in place and it was locked in position by the weight of the person in the sling (therefore not likely to come off by itself), from previous simulations, we have been able to establish that the only likely way to detach a clip from that situation, is that the caregiver used the strap on top of the clip which is there to detach the clip after the transfer has ended to move and turn the spreader bar into position so that the person in the sling was aligned with the bed. In doing so, when pulling the strap hard enough it can be jolted loose from the spreader bar, the resident weight will come on it and it will be very hard to hold. This scenario seems to be related to the event also, based on the event description. In this case the clip could be inadvertently pulled off by the caregiver while using the sling or the person in the sling for repositioning. The maxi sky 600 ceiling lift instructions for use indicates and warns: to make sure all clips are in place and remain in place and the clip straps come under tension as the weight of the person in the sling is gradually taken up, to lift the patient using the handset, positioning him/her comfortably for transfer. Consequently to the above, we come to the conclusion that the event was most likely caused by use error, based on the customer information and the simulations performed previously based on earlier incidents. The labelling for the lift device indicates the system should be used by trained personnel that are aware of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative. The training provided for the caregiver counts as insufficient and in that fact all users must be trained as per IFU. Arjohuntleigh suggests to remind the staff involved of the device labelling, with special attention to correct lifting procedure. This is to be communicated to the customer. We find this complaint to be reportable to the competent authorities.

Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2015 the following was reported to arjohuntleigh: a resident slid out of the sling during a transfer from a wheelchair to a bed. It was indicated that the left leg clip of the sling came apart detached from the maxi sky 600 ceiling lift. As a consequence of the event the resident sustained a bruise to the head and was hospitalized.